Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had component and cosmetic damage, was loose, made unexpected noise, was vibrating and heated up. The device also failed pretests for visual assessment, thimble set screw, vibration and temperature. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported by japan that during service and evaluation, it was determined that the attachment device was generating heat. It was further observed that the device had cosmetic damage, scratched on shaft and housing component damage, loose set screws, unexpected noise and vibration. It was further determined that the device failed pretest for visual assessment, thimble set screw, vibration and temperature. It was noted in the service order that the device did not rotate. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.